Manufacturer narrative:
No unexpected button error alarms/alerts were noted. The device was received with intermittent response from the act button due to corroded keypad traces. Moisture damage on all electronic assemblies was noted. The insulin pump was also received with cracked lcd window, a cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported the insulin pump alarmed with a button error, after the device got wet. Customer's blood glucose was 201 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.